Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause was determined to be that they were not charging their device often enough and because during their downsizing and move, they had misplaced the charger and couldn't remember how often to charge once they found it. They noted that all was good now and the person who helped them was very patient.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. The reason for the call was to request assistance with connecting to their ins and adjusting therapy settings. The patient stated they had the ins implanted for bladder issues, but reported they were having bowel incontinence that had been going on for several months. The patient reported their bowel symptoms to their holistic doctor who instructed the patient to stop taking all of their supplements, then slowly restart them one at a time. The patient was guided through how to connect to their implant and the patient was able to successfully connect. Once the patient connected, they said their therapy was turned off. When asked, the patient said they hadn't been having any problems with their bladder unless they waited too long to go to the bathroom. The patient stated they did not remember intentionally turning therapy off. The patient turned therapy back on and adjusted settings to where stim could be felt strong yet comfortable at the bicycle seat area. The patient would maintain stimulation level and would continue to track symptoms.